Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have the ceramic sleeve dislodged from its normal position on the yaw pulley. Ceramic sleeve does not have missing material. There was minimal silicone adhesive on the yaw pulley and inside the ceramic sleeve. The complaint was confirmed by failure analysis. The probable root cause of a dislodged ceramic sleeve is attributed to the manufacturing process. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook (pch) instrument's tip cap protector broke. No fragments fell into the patient. The procedure was completed but the patient outcome was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. .